Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 14 cm distal to the is 1 connector pin. A proximal and a 42 cm long distal fragment were returned. An up to 5 cm long medial fragment was not returned. The performance of the returned fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 37.5 cm proximal to lead tip the insulation was found abraded through and 1.5 cm proximal to the lead tip a fracture of the conductor cable leading to the ring electrode was observed. These damages are assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the abrasion, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Based on the characteristics of the conductor fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed svc shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead fractured and pacing impedance greater than 2,000 ohms. Lead was explanted and replaced on (B)(6) 2020. Should additional information become available, this report will be updated.